Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user experienced incomplete emptying, hematuria, stent migration and dislodgment while using the ureteral stents. Medical intervention was unknown.

Event description:
It was reported that the user experienced incomplete emptying, hematuria, stent migration and dislodgment while using the ureteral stents. No medical intervention was reported.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "material selection". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "indications for use: these stents are indicated to relieve obstruction in a variety of benign, malignant and post-traumatic conditions in the ureter such as stones and/or stone fragments, or other ureteral obstructions such as those associated with ureteral stricture, carcinoma of abdominal organs, retroperitoneal fibrosis or ureteral trauma, or in association with extracorporeal shock wave lithotripsy (eswl). The stent may be placed using endoscopic surgical techniques or percutaneously using standard radiographic technique. Warning: this is a single use device. Do not resterilize any portion of this device. Reuse and/or repackaging may create a risk of patient or user infection, compromise the structural integrity and/or essential material and design characteristics of the device, which may lead to device failure, and/or lead to injury, illness or death of the patient. Contraindications: there are no known contraindications to use" the device was not returned.